Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a threshold rise was noted on the right ventricular (rv) lead. The lead was repositioned and the threshold hasbeen stable since the procedure. The lead remains in use. No patient complications have been reported as a result of this event.